Event description:
It was reported the patient was charging more than expected. It was noted the recharge interval did not appear to have been appropriate. It was stated that starting about a year prior the implantable neurostimulator (ins) would not stay charged as long. At the time of report stim was off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377675, lot# v005601, implanted: (B)(6) 2006. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3550-29, lot# n184505, implanted: (B)(6) 2010. Product type: accessory: product ID 377675, lot# v005601, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Event description:
It was further reported that the patient was supposed to being going in for an MRI on the patient¿s shoulder. It was noted that the patient could not do an MRI because of the device. Compatibility guidelines were discussed. It was noted that the patient was going to schedule a cat scan. It was reported that the device was not working. It was reported that the patient could not keep the battery charged. It was noted that battery would only last a day, day and a half. It was reported that the patient had low settings. It was noted that the battery was working for a while, and then all of a sudden the battery started going less and then less.

Manufacturer narrative:
(B)(4).